Manufacturer narrative:
(B)(4). Additional information received: what was reported was that after the misfire the surgeon kept the stapler closed until they could open the patient. Once open the surgeon could visualize the vessel he clamped the vein, removed the stapler, and then tied off the vessel. This was the first firing of the device. There were no issues removing the device. I do not believe that any clips were used. This was the first firing of the device. After the device was misfired, the patient was opened, the vessel was clamped, and the vessel was tied off. There was no difficulty removing the device. The analysis showed that the atw45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, while the surgeon was transecting the renal vein he successfully closed the closing trigger. When he proceeded to close the firing trigger, the blade and staple line advanced approximately 50% of the full length then stopped. Unsure of how far the blade traveled, the surgeon had to convert to an open procedure. Keeping the device closed on the vein, he tied off the vessel and continued the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were any clips used in surgical procedure? What provisions were made to establish proximal and distal control of the vessel prior to firing? Was the force to fire higher or lower than expected? Any unusual noises noticed? Please describe the staple formation on the staples that were formed. Was the same device used in previous firings? Was there any difficulty removing the device? Are photos or video available?